Manufacturer narrative:
Concomitant medical products: product ID 7482a40, serial# (B)(4), implanted: (B)(6) 2009. Product type: extension: product ID 37642, serial# (B)(4). Product type: programmer, patient: product ID 3708640, serial# (B)(4), implanted: (B)(6) 2012. Product type: extension: product ID 3389s-40, lot# v742349, implanted: (B)(6) 2012, explanted: (B)(6) 2013. Product type: lead. (B)(4).

Event description:
It was reported that a patient's lead was surgically removed due to an infection. It was stated that the distal end of the lead was exposed in the post auric region, and an infection was assumed. It was reported that the patient was alive with no injury or adverse event. Further information has been requested. If more information is received, a follow up report will be sent.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Product ID 3389s-40, lot# v742349, implanted: (B)(6) 2012, explanted: (B)(6) 2013. Product type lead ,product ID 37642, serial# (B)(4). Product type programmer, patient product ID 7482a40, serial# (B)(4), implanted: (B)(6) 2009. Product type extension, product ID 3708640, serial# (B)(4), implanted: (B)(6) 2012. Product type extension. Due to imdrf harmonization, some previously submitted device, method, result, and conclusion codes related to this event may have been updated. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider (hcp) regarding a patient's implantable neurostimulator (ins) for the treatment of parkinson¿s disease. It was reported the patient was receiving good benefit but unfortunately the left side battery became infected. The patient's left side ins and extensions were explanted on (B)(6) 2012 due the infection and the hcp was hoping to salvage the left-sided intracranial electrode. Unfortunately, the distal end of that electrode in the left post auricular region eroded through the skin and became exposed likely due the an underlying low grade infection. The patients left side lead was removed on (B)(6) 2013. They were hoping to reimplant him after about 3 months. It was also noted, during the lead explant procedure as they were removing skin layer by layer, the patient gave a jerk which led the hcp to believe that there may have been a discontinuity in the insulation of the electrode so from that point forward, the only used the cautery at a safe distance from the lead. The lead was removed and the distal connection portion was sent to microbiology for a gram stain and culture. Some necrotic-appearing tissue in the region was ellipsed out which confirmed the concern for infection. The wounds were rinsed thoroughly with bacitracin irrigation. No further complications were reported or anticipated .